Event description:
It was reported that the device was soaked prior to use. The balloon was placed at the lesion; however, when inflated, would not hold pressure at 2 atmospheres. There was no reported resistance during advancement or retraction of the device from the patient. The balloon was tested outside of the patient with the same result. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the trek balloon catheter was returned with blood and contrast in the balloon. There was crystallized contrast in the inflation lumen. This is consistent with the reported information that the catheter was prepared for use and was advanced to the lesion. The balloon was loosely folded indicating that it was inflated. There were two kinks in the hypotube 50.7 cm and 106.7 cm distal to the strain relief tubing. Since there was no mention of catheter damage in the incident, the kinks were most likely due to handling during packaging to return to abbott vascular for analysis. An attempt to pressurize the balloon was made without success. After the catheter was left pressurized to dissolve the contrast in the inflation lumen and balloon, the balloon was pressurized and fluid was observed leaking from the distal end of the tip. This confirmed the reported inflation difficulty. There was a tear in the inner member proximal to the distal marker for a length of 3.5 cm. There was a scratch proximal to the tear for a length of 2 mm. While the tip and guide wire exit notch were plugged with pin gauges, an indeflator, filled with water, was used to inflate the balloon to rated burst pressure with no damage noted to the balloon. This confirmed that the balloon was not ruptured. The reported inflation difficulty was most likely due to the inner member tear. Factors that may contribute to a tear/scratch in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. There was no damage noted during the inspection prior to use or during preparation which suggests the inner member was not previously damaged. It is likely that the guide wire interacted with the inner member during back loading, resulting in the noted tear/scratch in the inner member. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. The reported failure to inflate was most likely due the operational context of the procedure. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. User facility mandatory medwatch report number (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).